Event description:
A cracked and shattered touchscreen on the pump was reported rendering the touchscreen unresponsive and unreadable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.